Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were instrument tracking issues. The camera did not track instruments during a case. The local representative (cc) reported that he could not replicate the issue. No other information was provided. Patient present. Additional information was received. It was reported that further troubleshooting was performed. Upon booting the system and going into the application, the system displayed the "localizer faulted" error. The cc went into nditoolbox and found the bump and temperature faults.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p900522, was returned to the manufacturer for analysis. The returned psu had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility dating back to jan 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .140mm with a passing threshold of .250mm. This psu had been returned twice due to a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome.